Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was beeping, flashing red light, vibrating with dark screen and alarmed stuck button. Customer was assisted with troubleshooting for stuck button alarm. Customer's blood glucose was unknown at the time of the incident. Customer stated that they did not press the button down for three minutes or longer. The customer also stated that the insulin pump was not exposed to change in altitude. The customer was advised that the customer's insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. Troubleshooting for flashing/white/ or blank display was performed. The customer reported that the display was currently blank. The customer was advised to remove the battery but insert battery alarm was not displayed on the screen. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: unit received with blank display due to corroded electronic assembly. Unable to confirm missing segments, constant tone or keypad anomaly due to blank display. Unit also received with minor scratched lcd window, cracked case(battery tube), cracked case, cracked battery tube threads, and cracked retainer.